Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was retained by the medical facility.